Manufacturer narrative:
Method:MFR reviewed log files and system performance files in engineering lab with comparable version of software and user interactions/tasks. Conclusions: e FDA minnesota district office has been notified of this issue user 21 cfr 806 on sept 8, 2004. MFR is in the process of sending letters to all affected consignees and distributors to notify them of this potential issue and provide interim options until the correction can be made to all devices. Once the correction is available, a follow up letter will be sent to affected domestic consignees providing detailed instructions on how to receive the correction.

Event description:
The customer indicated he experienced the following issues: screen goes blank then to red and returns to normal in 5-10 seconds; screen locked up, needed to re-start; while printing evening strips, the customer needed to restart device.